Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent sheath removal difficulties were encountered. During preparation, a 2.75 x 20 synergy ii drug-eluting stent was selected for use. However, the sheath of the stent could not be removed. The procedure was completed with another 2.75 x 20 synergy ii drug-eluting stent . There were no patient complications reported. However, returned device analysis revealed mid shaft detachment.

Manufacturer narrative:
Device evaluated by MFR.; synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the mid shaft break at 119.5cm distal to strain relief. The inner shaft polymer extrusion was bunched. No other issues were identified during the product analysis.